Event description:
Rptr received spinal implant 2/93 and immediately began to feel pressure feeling at surgical site. Within 3 or 4 months began to have severe electric shock like muscle spasms across low back, tingling and loss of feeling in both arms and hands and pain so severe in low back that rptr could not sleep. Dr prescribed halcion. Rptr began to develop drop foot symptoms in left foot, suffered from temporary sexual dysfunction while implant was in place, and failed fusion (1987 he had a very successful fusion without instrumentation which was still solid after new injury). All indications were in rptr's favor for fusion this time: non-smoker, took vitamins, worked out daily, wore external bone growth stimulator more than required. In 3/94 device removed and 99% or previous problems that rptr had suffered with for 13 months have resolved, and did so within 72 hrs of removal. Because of problems related to surgery and the failed fusion medically retired after 17 yrs as a firefighter due to inability to perform duties.